Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in this MDR report. Root cause: the probable cause of the reported device had message "syringe not compatible" when installing a syringe was not identified during the customer call. However, to address the issue, tech support recommended gre user manual so that they can found which syringes were compatible with the pca system. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had message "syringe not compatible" when installing a syringe. Customer was attempting to use an incompatible syringe. Device was alarming as intended. There was no patient involvement.